Event description:
It was reported that the bd syringe plastipak 20ml ll s/su packaging was damaged / defective. The following information was provided by the initial reporter translated from portuguese to english: packs of 26 syringes came unopened without glue securing the pack. Syringe packaging is not sealed, the packaging bottom of several units is open, compromising the integrity of the material, (B)(4) units. Add info received on 30 apr 2025. We do not have photographic records of the material mentioned.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR (device history record) and maintenance records analysis were performed. During this review, a maintenance order was identified as potentially related to the incident, concerning calibration out of specification due to a sealing failure. Additionally, a quality notification was observed, which may also be related to the incident. In this notification, a sealing failure was detected in equipment . After verifying the calibration using the standard equipment , a discrepancy was found between the standard values and the instrument readings. A total of 26 samples from the reported lot were received, in which the same type of incident was identified. Retention samples from boxes 10-228-665-1101, 1311, and 1319 were also analyzed, and no deviations were found for this lot. The analyses were conducted according to standard quality procedures, and all evaluated parameters were within the established specifications. Therefore, it is concluded that there is no evidence of quality issues in the verified retention samples. The complete investigation is attached in the document titled investigation overview.

Event description:
No additional information provided.